Manufacturer narrative:
Correction: the catalog and lot numbers have been updated. The following fields have been corrected: d.2. Medical device catalog#: 305915. D.2. Medical device lot#: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the safety mechanism on the needle sftygld 21x1 rb tw did not engage. The following information was provided by the initial reporter: "safety mechanism did not engage on the safety hypodermic needle."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the safety mechanism on the needle sftygld 21x1 rb tw did not engage. The following information was provided by the initial reporter: "safety mechanism did not engage on the safety hypodermic needle".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism on the needle sftygld 21x1 rb tw did not engage. The following information was provided by the initial reporter: "safety mechanism did not engage on the safety hypodermic needle."